Manufacturer narrative:
There was no reported device malfunction associated with the amplatzer amulet. An event for patient effects of pericarditis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information received, the cause for the reported pericarditis could not be conclusively determined. The reported hospitalization were the result of case-specific circumstances, as there was not intervention was performed and remained in the hospital. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's activated clotting time (act) levels in the targeted zone was >= 250s. The amulet was successfully implanted without any difficulties. After the procedure, the patient reported having a mild pericarditis. The patient prescribed with colchicine and reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.